Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the suture sleeve did not hold the lead in place. As a result, the lead dislodged and was replaced. No patient complications have been reported as a result of this event.